Event description:
It was reported the patient experienced a loss of therapeutic effect. Impedances reading were >4000 ohms on some bipolar pairs. During revision surgery, it was noted the extension had a kink or bend. The extension was replaced resulting in good therapy post revision.

Manufacturer narrative:
Result = extension.